Event description:
It was reported that, approximately two year post- op x-rays showed that one set screw backed out and there were five loose set screws. It was also reported that there was a probable pseudoarthrosis. A revision surgery is planned, but has not been scheduled.